Manufacturer narrative:
This is the 2 of the 3 reports the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. And the reported stroke and hemorrhage are known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient stroke and hemorrhage. The device remains in patient.

Event description:
It was reported that the patient awoke from the stent-assisted coil embolization procedure intact and had stable vitals and neurological status until the neurological deterioration about 10 hours post-procedure and computed tomography revealed multiple intra-compartmental hemorrhages on right. So a right hemicraniectomy was given to the patient. However, there were no technical difficulties and no device malfunction was detected during the procedure. In the physician¿s opinion, the relationship between the event and stent (subject device) was unknown. Because subsequent angiography showed the stent-coiled aneurysm to be stable with stents and no unusual angiographic findings to suggest relationship to stent coiling other than the hemorrhage being in the territory supplied by the parent vessel which was treated.